Event description:
It was reported that after a da vinci surgical procedure, a bowel grasper instrument was bent. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cables broken at the top of the snake wrist. Both cables were broken and missing pieces. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.